Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. There was no alleged device malfunction contributing to the wounds. The patient¿s physician advised having a zoll representative remeasure the patient¿s garment to alleviate the wounds. Outcome of the wound is unknown.